Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-87978 insulin pump and manufacture report number 2032227-2015-03838 sensor.

Event description:
Customer reported she was treated by the paramedics for low blood glucose of 24 mg/dl. Customer stated she was issues with the sensor giving inaccurate readings. Blood glucose was 150 mg/dl and sensor was 91 mg/dl. Sensor has been in place for five days and 21 hours. No further information was reported.